Event description:
Pt had mesh surgery for hernia repair and had abdominal pain for a year. Revision surgery was done, the doctor told her the mesh had ripped away from abdomen shriveled up, became sharp and made lacerations in her stomach. Revision and replace of mesh failed for a second time. Pt experienced severe bleeding, which required another surgery where 2nd mesh was removed and due to the damage it caused pt received a colostomy. Pt states that during these procedures she almost died twice. In (B)(6) 2011, a surgery was done to reverse colostomy, and the original hernia plus two additional hernias were present. Pt says she is in extreme pain constantly, it's hard for her to stand or walk without constant pain, she has difficulty sleeping, and suffers from depression.